Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead model #: sc-4316 lot #: 20728376 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg, lead, and anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the battery site. The physician believed that infection was not device or procedure related, and the cause was unknown. The patient was prescribed antibiotics and underwent an explant procedure.